Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine [20 mg/ml] at a rate of 14 mg/day, bupivacaine [3.3 mg/ml] at a rate of 2.4257 mg/day, and baclofen [1000 mcg/ml] at an unknown rate via intrathecal drug delivery pump. It was reported that the patient was brought to the emergency room (ER) on (B)(6) 2017 after midnight unresponsiveness. The patient had seen a new physician for a pump refill on (B)(6) 2017 and according to the new physician, he added baclofen to the drug mixture and it apparently had not been recorded in the pump list. The pump was interrogated and after consulting with the physician the pump was programmed to minimum rate and baclofen was also added to the drug list programmed into the pump. The patient condition was checked on (B)(6)2017 and the patient was awake, alert, and was going to be extubated. The plan was to stabilize and discharge for pump follow-up with the physician. The pump remains in minimum rate mode and the issue was resolved.